Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 118000-00, 25mm versa-dial taper adaptor, lot # 068500. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110030777, cr 40mm glenosphere +3mm cocr, lot # 64492561. Catalog #: 110031402, mini tray std cocr +3 offset, lot # 64666175. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03970 and 0001822565-2020-04060. Will be returned.

Event description:
It was reported the patient underwent a reverse tsa approximately two (2) months ago. Subsequent dislocation while trying to take out the trash sent him to the ER and a closed reduction was performed. The doctor thought the poly bearing had disassociated from the humeral tray. The patient underwent a revision surgery and upon opening the wound during revision, it was discovered the poly had indeed disassociated from the humeral tray. The baseplate and stem stayed, the humeral tray and glenosphere were revised.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event was confirmed as visual examination of the returned products identified them as being severely worn and gouged. No conclusions can be made regarding the disassociation reported as it was confirmed the bearing was reattached to the tray after explanting. A picture was provided showing the explanted bearing not attached to the tray, however, no other observations could be made. The cause of the gouges and wear noted on the bearing and glenosphere remains unknown as it is unknown if it happened intraoperative, in-vivo, post/pre disassociation, or during explanting. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.